Event description:
Patient reports exelint international co. Brand disposable syringes with needles 3ml 25g 1: ref#26111, lot #130404 with expiration 03/01/2018 defective. Patient described after ensuring needle correctly attached to syringe body, needle separated from syringe while pressure applied to plunger (needle popped out). Patient indicates that not all in the package had the same problem. Do not have specifics. Only syringe/needle combination problem, patient reported.